Event description:
It was reported that the pt presented after receiving a vibratory alert for ventricular pacing lead impedance out of range. Low measurements were repeatable in clinic with isometrics and pocket manipulation. The lead will be monitored until further info is available.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.